Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 46 mg/dl. Customer felt sick; possible infection. Customer thinks that she has an infection in her joint which causes the high and low blood glucose levels. The current blood glucose reading is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.